Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2011 and advantage (boston scientific) was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a cystoscopy with dilation on (B)(6) 2014 due to urethritis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced nocturia, hematuria, urinary incontinence, urgency and frequency.

Event description:
Details: it has been reported that following insertion the patient experienced nocturia, hematuria, urinary incontinence, urgency and frequency.